Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle separates from vial and difficult/unable to operate on lot # 9140729. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9140729. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs was difficult to operate. The following information was provided by the initial reporter: "consumer reports while drawing insulin from vial the needle attached to syringe removes from vial consumer reported when drawing insulin from vial the needle still attached to syringe removes from vial. Lot #: 9140724, catalog#: 324912, date of event: unknown, samples status discard. Consumer mostly wanted to inform this has happened. He is (B)(6) and injecting with bd syringes for 23 years. Having issues holding the needle in vial while drawing. I am sending a magni guide for hopeful assistance. Consumer would like bd to make the syringe wider or with a grip around 10-20 unit marker."